Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual inspection and functional testing. Supplemental testing revealed that the battery was able to adequately provide power to a controller. Additionally, log files covering the reported event date were not available for analysis. As a result, the reported "battery was not providing power more than two hours" event could not be confirmed during bench testing; the battery performed as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not providing power more than two hours. The battery was replaced. No patient complications have been reported as a result of this event.